Event description:
It was reported that the insulin pump went into low suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 164 mg/dl, compared with the sensor glucose reading of 57 mg/dl. The customer stated that the sensor cannulas were sometimes found bent upon their removal. He stated that he turned the threshold suspend feature off as a result. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.